Manufacturer narrative:
(B)(4).

Event description:
Additional information indicated that the patient received oxycodone for the pain. The event was considered resolved/recovered on (B)(6) 2015 (not (B)(6) 2015 as previously reported). No further patient complications were reported related to this event.

Event description:
It was reported that following the implantation of the elevate anterior the patient experienced mild de novo vaginal bleeding and intermittent vaginal pain. No intervention was taken and the events were considered recovering/ resolving (adverse event was improving). No further patient complications have been reported in relation to this event. Related to manufacturer report #: 2183959-2015-00413.

Manufacturer narrative:
This supplemental report is being submitted against an initial report that was submitted under the previous site registration number ((B)(4)). The effective site registration number is (B)(4).

Event description:
Additional information indicated that the pain and vaginal bleeding were considered resolved/recovered with no sequelae on (B)(6) 2015. No further patient complications were reported in relation to this event.